Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spikes of an unknown quantity of clearlink sets were found loose (separated from the tubing) in the package. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed the tubing was separated from the male luer. Dimensional measurements were performed to the tubing and the results were within product specifications. Further examination of the tubing, using a scope, revealed that solvent wasn¿t applied uniformly. The cause of the condition was determined to be incorrect functioning of the machine solvent system. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.